Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was per-operatively diagnosed with postlaminectomy syndrome l2-3 with right l3 radiculopathy. Degenerative disc disease l2-3 with instability. Rule out pseudoarthrosis and underwent the following procedure: hardware removal l3-l5. Exploration of fusion l3-l5. Revision right l3 hemilaminectomy. Transforaminal lumbar interbody fusion l2-3 with peek interbody spacer. Posterior spinal fusion l2-l5 with pedicle screw instrumentation and posterolateral bone grafting. As per the operative notes "... We replaced the screws at l3 and at l4 with 7.5 x 45 mm screws. At l2, the pedicle screws were placed in standard fashion; a high-speed bur, followed by placement of 6.5 x 45 mm screws. Once this was accomplished, attention was directed towards transforaminal lumbar interbody fusion.¿we irrigated again with copious amounts of sterile normal saline. We then placed a 29 x 12 mm peek interbody spacer packed with rhbmp-2/acs, obliquely across the interspace. Rhbmp-2/acs and cancellous and demineralized bone matrix were placed anteriorly, as well.¿ the patient tolerated the procedure well and there were no intra-operative complications.